Manufacturer narrative:
\Device code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28 the representative later clarified that the previously reported premature was incorrect and that rather the eri related to this pump was normal.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump. The patient had pump replacement a few weeks prior to this report date and all went fine. Additional information received from the company representative indicated that the patient had a pump replacement as the other pump had approached eri(elective replacement indicator). The pump implant date was (B)(6) 2010 so they were guessing that the eri was slightly premature. There were no symptoms mentioned in relation to this event